Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge was performed and passed and boot test was performed and failed due to call tech support error displayed on screen. The receiver data log was not downloaded due to call tech support on screen. The reported event of an error icon display was confirmed during boot test. A probable cause was confirmed due to call tech support on the screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "call tech support" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.